Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 2.0014 mg/day via an implantable pump for malignant pain. It was reported that the patient had an MRI on (B)(6) 2018 and did not have the pump checked post-MRI that day. It was reported the patient was being seen for the first time today [(B)(6) 2018] post-MRI. They read the pump and noted service code 99, which stated the pump had been stopped for 480 hours and 7 minutes. Additionally, service code 100 indicated the pump was currently stalled. The pump off form was requested. The hcp then re-interrogated the pump and it was confirmed the pump was showing a motor stall recovery. It was noted the patient was also being managed with oral medications and that her pain had worsened a few days ago. It was believed the patient ran out of oral medications around the time of the MRI and attributed the worsening pain to the lack of oral medication. It was later reported that on (B)(6) 2018 the patient ran out of oral medication and increased pain occurred. It was noted the patient got the prescription refilled on (B)(6) 2018. The hcp did confirm the pump recovered, however the hcp still elected to shut the pump off. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was permanently shut off on (B)(6) 2018. A pump explant was planned on (B)(6) 2018. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that on (B)(6) 2018, the hcp said the pump was no longer working correctly, so the patient/hcp decided to empty the pump and have it shut down. The pump was empty as of (B)(6) 2019 and she was scheduled to have surgery for the pump to be removed but had not yet had the surgery. There were no further complications reported at this time.